Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional, additionally reported, the device was "discarded right away".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "feels clinically has alcl." Healthcare professional later reported "the pathology came back as negative for alcl." Healthcare professional later reported capsular contracture, baker grade IV. This record is for left side. Device has been explanted.